Event description:
Additional information provided by customer. The intended broncho procedure was completed successfully with the same set of equipment with no delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. An additional issue of dust accumulation had been noticed throughout the interior. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the evis exera iii video system center presented a b30 (scope communication error) when plugged into the 190 series scope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be reproduced/confirmed. Olympus will continue to monitor field performance for this device.